Event description:
It was reported that a connector was broken. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Both components were inspected and it was confirmed that both components were broken. The root cause of the reported issue was not determined. Details of this complaint were sent to the supplier quality engineer and a supplier corrective action report (scar) (supplier non-conformance notification) was issued to the supplier. Supplier investigation will be carried out and the investigation will be captured in the scar. Unique identifier (UDI) and protocol # are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).